Manufacturer narrative:
Wang, f., li, h., wang, y., chen, w., huang, z. And shu, x. 2026, 'endovascular treatment of retrograde type a aortic dissection: a decade of experience in a single-center', frontiers in cardiovascular medicine, vol. 13, article 1744586, available at: https://doi .org/10.3389/fcvm.2026.1744586. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding ¿endovascular treatment of retrograde type a aortic dissection: a decade of experience in a single-center,¿ with the objective ¿to evaluate the long-term outcomes of thoracic endovascular aortic repair (tevar) in patients with acute or subacute retrograde type a aortic dissection (rtad)¿ and to identify the appropriate landing zone and optimal stent size. The time frame of this study was over 10 years. Multiple manufacturer¿s devices were used in the study population the following medtronic devices were used: medtronic valiant stent graft. Among patient adverse events included: paraplegia, aortic rupture, acute kidney injury, sine, cardiac arrest, arrhythmia, surgical and open intervention and hematoma. Deaths occurred in the study population; however, there was no information to suggest any medtronic device failure caused or contrib uted to a death. No further information was provided pertaining to medtronic products.